Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that the headlight detached from the fork and fall and the paint was peeling from fork and headlight cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on an information gathered, the device was repaired by replacement of the s/e arceau df std 700 sans bouchon (ard368306998). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during daily checkup. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated: the examination of the photo attached to the claim shows that the three screws securing the shaft have fractured at the neck just below the head, which is typical of a shear or fatigue failure. This failure appears to be due to mechanical overload, compounded by excessive force applied to the stop located on the second fork. It cannot be established whether the screws had loosened prior to the occurrence of the incident. This could indicate an alternative cause for the screw fracture. Furthermore, friction marks, evidenced by the absence of paint, can be seen along the circumference of the fork. This suggests that one of the three screws had already fractured before the device fell, and that abnormal play at the junction of the two forks could explain the observed friction marks. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition (B)(6).. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that the headlight detached from the fork and fall and the paint was peeling from fork and headlight cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.